Manufacturer narrative:
A visual inspection was performed on the returned device and the jacket and hypotube were found separated, distal to the strain relief tubing. The reported deformation due to compressive stress (shaft kink) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported deformation due to compressive stress (shaft kink) appears to be related to circumstances of the procedure. There was no damage noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely the device interacted with the moderately tortuous, moderately calcified anatomy during advancement, which likely kinked the shaft, causing the reported deformation due to compressive stress (shaft kink). It is likely the shaft detachment occurred during packaging/shipment of the return device to abbot vascular. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified right coronary artery. A 3.0x15mm nc trek balloon was used to pre-dilate the lesion from 10 atmospheres to 16 atmospheres. A 3.0x38mm multi-link 8 was attempted to be advanced but the catheter was noted to be kinked. Another multi-link 8 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided. The returned device analysis for the 3.0x38mm multi-link 8 identified that the hypotube was separated. Follow-up was performed with the site regarding when the separation may have occurred; however, no additional information was provided.